Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 18-may-2024, it was reported that patient faced seven events of presence of air bubbles in the reservoir during filling. No further information available.

Manufacturer narrative:
Initial and final MDR 1890356 - MDR 3003442380-2024-08994 - device 5 of 7. E1: patient city: (B)(6). Patient country: united states.